Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: allergic reaction requiring medication. Device issue: no device malfunction has been reported. It was reported via a trial that one day post xience v stent implant(s) in the proximal left anterior descending (lad) and distal circumflex arteries, the patient became nauseous, developed a rash on both hands, and the patient's face became swollen. The patient was treated with medication; however, the condition is continuing. No additional event or patient information is available.

Manufacturer narrative:
(B) (4): the two additional rx xience v stents (part# 1009542-18/lot# 9091061) and rx xience v (part# 1009540-12/lot# 9092141) mentioned are being filed under the same manufacturer number. In the case, there was no reported product deficiency. Allergic reaction and nausea are known adverse events as listed in the xience v instructions for use (IFU) and no fault risk assessment. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.